Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to bending overload. Further investigation has been completed that address the reported issue.

Event description:
It was reported that patient underwent an initial knee procedure that utilized a box reamer on (B)(6) 2015. During the procedure, the tip of the reamer fractured. There was no delay in procedure, the reamer did not fracture inside of the patient, and patient did not retain a foreign body.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the event.